Manufacturer narrative:
Additional information will be provided when the investigation is completed.

Event description:
It was reported that the probe continued to activate. The probe tone continuously activated regardless of footpedal activation when the probe approached the cannual it contracted saline and fired outside the joint.

Manufacturer narrative:
The reported device was returned. The device underwent visual, air leak and functional testing. None of these three tests were able to duplicate the alleged continuous activation failure mode for this probe. It was confirmed however, that, if the probe were activated, that it has the ability to spark outside of the joint if saline is present on the outside of the cannula. The most probable root causes for the ¿unintended energy delivered¿ condition are: probe short, button stuck on the firing position, fluid ingress, button inadvertently pressed, damaged insulation, probe bender used to bend a nonbendable probe and/or console error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe continued to activate. The probe tone continuously activated regardless of footpedal activation when the probe approached the cannula it contracted saline and fired outside the joint.